Manufacturer narrative:
Literature citation: bhatia patel, s. Et al. (2019) a clot to remember intraoperative watchman thrombus formation. Journal of the american college of cardiology, vol 73, issue 9, page 2436.

Event description:
It was reported via literature article that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). When the wds was advanced into the anatomy, transesophageal echocardiogram (tee) showed spontaneous echo contrast in the left atrial appendage. Intravenous heparin was administered. Immediately following deployment, a thrombus measuring 11.6 x 4.4mm was observed on the closure device. The wds was used to successfully aspirate the thrombus and the closure device was recaptured and removed from the patient. The procedure was aborted. No patient complications were reported.